Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor 48-hour pump emptied within approximately 24 hours during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.